Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is fully intact. The ok, up, down and contrast keys are fully responsive to user input. Removed the keypad cover; no contamination was present under the ok, up, down or contrast key contacts. Unable to duplicate the reported compliant. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button (tactile changes/ unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.